Event description:
During a vacuum aspiration procedure using 11 mm flexible curette, the tip broke off in the uterus during the procedure. The cervix was dilated and the tip was removed successfully from the uterus. No reported injury, permanent impairment or damage. The clinic found that this was the second incident and discontinued use of the product. All stock of curettes were returned to their supplier(distributor) who in turn returned sime curettes to nedgyn. Please refer to MDR 1450908-2005-00001.